Manufacturer narrative:
The event occurred outside of the united states, while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is not expected to be returned for evaluation.

Event description:
It was reported that the connector of the infusion tubing was defective, resulting in an under delivery of insulin. The patient experienced elevated blood glucose levels. It was reported that this has occurred 4 times in the past 6 weeks with different boxes of infusion sets. No lot numbers were provided.